Event description:
A round dual lumen vascular access catheter was to be put into the superior vena cava via the right subclavian vein, using local anesthesia. The procedure was uneventful until the dilator was removed from the introducer which was in the right brachiocephalic vein. With the dilator removed, the introducer kinked so that the catheter could not be advanced through the introducer. A second attempt with a different introducer dilator of the same kind was unsuccessful because the second introducer kinked like the first one. This was removed and a larger dilator/introducer was inserted; this was aborted due to pain and a possible pneumothorax. This failure of the introducer to bend smoothly into the tighter curve of the rt brachiocephalic as compared to the gradual curve on the left side is familiar to rptr's colleagues.